Event description:
The customer reported the system had no dap value during xray.

Manufacturer narrative:
(B) (4). The ge service rep conducted a test with the new ion chamber, power ion chamber check, test with new interconnect cable, test with dap value default (workstation configuration).